Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) withheld therapy during ventricular tachycardia due to the supra ventricular tachycardia discriminator (stability). All ICD discriminators were disabled and the ventricular tachycardia rate cutoff was lowered. The device remained in use. Additional incoming information later indicated the patient is now deceased. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.